Event description:
Dealer called stating that the right brake cable on the 66550 bariatric rollator allegedly broke at the handle assembly. The malfunction has not been confirmed. Mo RMA issued product is not being returned to invacare for an inspection.